Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system and confirmed that system shut down. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that hospital side power cut abnormal shutdown happened and all the power outputs were working fine. The fse along with ups engineer checked for ups working and the ups worked all fine without any issue. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. An external power failures or outages may occur, which can cause the system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a malfunction of the system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down on its own, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.